Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that prior to placement of the infusion set, the home care patient noticed that infusion set portion of the set was missing. The home care patient reported that their blood glucose levels rose to 255 mg/dl due to the interruption in insulin therapy. The home care patient reported that they placed a different infusion set and delivered a correction bolus to resolve their high blood glucose. No permanent injury reported.